Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (leg) while sitting on the couch, causing the cannula to dislodge. In addition, the patient reports having bleeding and pain at the pod infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone16.1 cgm sensor type: g7.